Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 06c37-77 that has a similar product distributed in the us, list number 1l79, with 510k number p050042.

Event description:
The customer observed false negative architect anti-hcv results for a 54-year-old female patient. The initial architect anti-hcv result was 1.0 s/co, retested at 0.92 and 0.93 s/co; roche result was 7.83 s/co, colloidal gold positive. No impact to patient management was reported.

Event description:
The customer observed false negative architect anti-hcv results for a 54-year-old female patient. The initial architect anti-hcv result was 1.0 s/co, retested at 0.92 and 0.93 s/co; roche result was 7.83 s/co, colloidal gold positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 70452be01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 70452be00, which contains the same bulk material as lot 70452be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv reagent lot 70452be01 was identified.